Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a different rate or volume than programmed during therapy of dexmedetomidine in the intensive care unit at 13:30 us central standard time. The user observed bag was getting empty and replaced the IV bag and entered the bag volume (500 ml), patient weight ((B)(6)), dose amount (1.2 mc/kg/hr), rate (18.3 ml/hr), volume to be infused (23.3 ml) and started the infusion. The settings were verified together by the lead preceptor and the nurse they were orienting. The infusion started and alarmed ¿infusion complete¿ after 10 minutes even though the infusion should have gone for hours. The nurse looked at the bag and it did not appear that more than expected infused. When inspecting the program, it was found that the rate had changed to a lower number and the total volume to be infused had changed. When the pump alarmed the rate was now at 0.6mcg/kg/hr. It was reported that no one had touched the pump to change this rate. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned to the manufacturer on 02/14/2018. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found in specification in relation to the reported delivery at a different rate or volume than programmed. No device malfunction could be verified, the device¿s flow rate accuracy was found to be within ± 5%. Should additional relevant information become available, a supplemental report will be submitted.